Event description:
It was reported that the tip of the guide wire detached. The occluded target lesions were located below the knee. A 300 cm v-14 controlwire was selected for use with a non bsc balloon. The anterior tibial artery was treated. The physician then advanced the wire down the anterior tibial artery and around the planter arch. When attempting to go back up to the posterior tibial artery, the tip of this device came off. The wire tip could not be removed and remains in the blocked artery. It was further noted the "main aim" for this procedure was to open the anterior tibial artery, which was successful. No further patient complications were reported and patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
. Device evaluated by MFR.: unit returned in a generic plastic bag. The unit returned presented the distal tip peeled, as part of overall visual revision. The visual inspection was performed and the device presents: the distal tip peeled and bent at 299.8cm approx. From the proximal end. Dimensional inspection: all the outer diameter (od) taken were according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the tip of the guide wire detached. The occluded target lesions were located below the knee. A 300 cm v-14 controlwire was selected for use with a non bsc balloon. The anterior tibial artery was treated. The physician then advanced the wire down the anterior tibial artery and around the planter arch. When attempting to go back up to the posterior tibial artery, the tip of this device came off. The wire tip could not be removed and remains in the blocked artery. It was further noted the "main aim" for this procedure was to open the anterior tibial artery, which was successful. No further patient complications were reported and patient's status is stable.